Manufacturer narrative:
Evaluation method - "other". The patient's lifevest was not returned for evaluation. There is no indication of any device malfunction. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation under the electrode belt. On (B)(6) 2015 the patient's daughter reported that the patient had a red blister under the front right electrode. She reported that the blister had burst and was leaking a clear yellowish fluid. During a follow up on (B)(6) 2015 the patient's daughter reported that the patient's doctor prescribed a cream for the irritation and the rash was no longer open or blistering. On (B)(6) 2015 a follow up indicated that the patient's original rash had cleared but that the patient developed another rash under a different electrode. The patient's daughter reported it looked like a black scab. They reported that they had not contacted a medical professional about the new irritation as it had not gotten worse. During a final follow up on (B)(6) the patient's daughter reported that the irritation was completely gone. Patient's skin irritations improved.